Event description:
A 6 mm diameter x 18 mm length racer biliary stent system was inserted into a pt for the treatment of a renal lesion. (MFR's report# 2953200-2007-00037) vessel morphology is unk. It was reported that the lesion was predilated with a 5 x 20 balloon. It was reported that while the physician was attempting to place the stent, the stent hit the edge of the guide catheter and dislodged. The physician was able to capture the stent with the same delivery balloon and pulled the stent to the iliac artery deploying the stent. A second racer biliary stent system was inserted, a 7mm diameter x 18 mm length, for treatment of the renal lesion. It was reported that while the physician was attempting to place the stent, the stent hit the edge of the guide catheter and dislodged. The physician was able to capture the stent with the same delivery balloon, and it also was pulled to the iliac artery and deployed. The physician was unable to cross with any other device and the case was aborted. The stent and delivery system were discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.